Event description:
It was reported that the device was explanted after an implant duration of 154 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.